Manufacturer narrative:
Device manufacture date unk as no lot number was provided. A RMA was issued to replace the part. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that a thoracic spine clamp head was stripped. There was no pt involved.